Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported to technical support during troubleshooting of observing a spark from the back of the liberty select cycler. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. Follow up with the patient contact reported that there was no smoke, burning smell, or flame observed. The patient completed treatment with continuous ambulatory peritoneal dialysis and treatment was resumed on a replacement cycler. The patient did not experience any complication as a result of the alleged event. The liberty select was replaced.

Manufacturer narrative:
The reported symptom code (not draining (no alarm)) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Upon power up of the cycler there were no ¿sparks¿ or other electrical issues encountered. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 4. This shows that the received cycler will properly alarm if a drain problem occurs. The simulated treatment was performed and completed without any failures or problems. The teach pumps test passed. The system air leak test passed. There were no visual indications of dried fluid within the cassette compartment. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."